Manufacturer narrative:
Internal complaint reference (B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that the leg holder screw could not be closed. It is unknown whether the event happened during surgery and if there was a patient involvement. Preliminary results of investigation have concluded that the positioning lock was seized and it could not be removed which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was performed. The positioning lock was seized. It could not be removed. The complaint was confirmed and the root cause has been associated with a friction problem. Factors that could have contributed to the reported event include a cross threading event inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Internal complaint reference: (B)(4).